Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a tracheostomy procedure the tip of the ultrasonic surgical device broke off in the patient and was retrieved. The procedure was completed with a backup device. There were no reports of patient harm.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and functional testing. The reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 14 mm of the probe tip is broken off/detached. The most probable cause of the complaint is: cause traced to component failure. Olympus will continue to monitor field performance for this device.